Event description:
It was reported that the patient had good therapy for approx two weeks following implant. The patient tried different programs and could not feel stimulation in the proper location. It was presumed that the lead had migrated. Further reprogramming was planned. There was no injury to the patient.